Event description:
It was reported that during follow-up, episodes of non-sustained ventricular oversensing due to post-sensed t wave oversensing were observed. Programming changes were recommended. The physician elected not to make any programming changes. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.